Event description:
The patient reported that she has been having many complex partial seizures and now 2 grand mal seizures in 2 days. She said it looks as if her face hit the windshield in a bad car accident. No additional or relevant information has been received to date.